Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The insulin pump alarmed multiple times. Customer's blood glucose was over 300mg/dl. Customer stated the drive support cap is flush. Advised customer the insulin pump will be replaced and revert to back up plan. Customer declined high blood glucose troubleshooting.

Manufacturer narrative:
The insulin pump during the basic occlusion test due to loose protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to compromised force sensor system alarm. The insulin pump had normal operating current and passed self-test and off no power test. The insulin pump passed the displacement test. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip.